Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device speed knobs were broken, the housing was cracked, the irrigation cap was missing, and the device did not function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear on mechanical and internal electronic components from use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the knobs were broken on the console device. It was further observed that the device was missing (lost) the clear cap and the housing was chipped. During in-house engineering evaluation, it was observed that the speed knobs were broken, the housing was cracked, the irrigation cap was missing, and the device did not function. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as feb 4, 2012 in the initial report. The device manufacture date has been updated as feb 14, 2012. If additional information should become available, a supplemental medwatch report will be submitted accordingly.